Event description:
On (B) (6) 2010, pt reported she had a blood glucose of 500 mg/dl and requested assistance checking her bolus amounts on her infusion device memory. Assisted pt with checking her bolus history. Pt reported her most recent bolus displayed a date of (B) (6) 2010. Discovered that the date was incorrect on her infusion device; assisted pt with adjusting the date and saved the change. Pt blamed her elevated blood glucose on the stress of receiving a speeding ticket today and did not want to discuss the elevated blood glucose anymore. The pt did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for eval.